Event description:
Customer states that she had a hyperglycemic incident and attempted to test on her active meter, but obtained an error message. Customer states that she felt like "she had something in her eyes" at the time of the incident. Customer then tested on her friend's meter (type unknown) and obtained a reading of 399 mg/dl. An hour later, the customer drove herself to the ER and was treated at the ER with an IV bag (contents not provided). Customer was in the hospital overnight. Before she left the hospital, she was tested at 303 mg/dl on the hospital meter. Customer is currently fine. Customer's strips used with the active meter were expired for over 1 year. Customer did not take her diabetes medication (type not provided) for over 3 weeks before the incident. Customer was instructed to discard the expired strips. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.